Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-25284. It was reported that a patient presented to the hospital on (B)(6) 2020 with a pocket infection. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable.